Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced hemolysis. After a pulse field ablation (pfa) procedure using a farawave catheter, and prior to patient discharge, the patient had elevated creatinine levels indicative of hemolysis. 56 ablation applications were delivered during the procedure. The patient was hospitalized for monitoring but is expected to fully recover. Continual blood work was conducted for monitoring purposes. The device is not expected to be returned for analysis due to disposal.